Event description:
It was reported that discomfort during use occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient felt discomfort during use, which occurred 3 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient began feeling pain at his sensor insertion site, going from his ¿funny bone¿ to under the patient¿s arm and up to his shoulder. There was no swelling, redness, or skin reaction at the sensor insertion site. On (B)(6) 2024, the patient went to the doctor to have an x-ray done, as he thought a sensor wire may be under his skin. However, the x-ray did not show a retained sensor wire in his body. The patient was prescribed tramadol (50mg) for the pain he was experiencing. The patient was still in pain, although it was a ¿little better¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.